Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by the presence of abdominal pain and cloudy effluent fluid, which warranted hospitalization and antibiotic therapy. The events were attributed to a breach in aseptic technique, as the patient admits to not donning the appropriate ppe during initiation and termination of therapy. Per the pdrn, the events are unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Neisseria is a gram-negative organism found within the human biota (e.g., oral, nares), and are primarily transmitted through touch contamination. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency, defect or malfunction caused or contributed to the patient¿s serious adverse events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum.

Event description:
It was reported that a peritoneal dialysis (pd) patient was released from the hospital on (B)(6) 2020. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn), reported the patient presented to the emergency room (ER) on (B)(6) 2020, with abdominal pain and cloudy effluent fluid. A peritoneal effluent fluid culture and cell count (wbc¿s = >1000 u/l) was collected, and the patient was formally admitted and diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin 1000 mg every other day, and ceftazidime 1000 mg daily. The peritoneal effluent fluid culture returned positive on (B)(6) 2020 for gram-negative neisseria (species not provided). Once the organism was identified, the patient¿s ip vancomycin was discontinued. The pdrn attributes causality to multiple breaks of aseptic technique by not wearing a mask while initiating and terminating treatment. The pdrn reported the patient underwent continuous cycling peritoneal dialysis (ccpd) therapy while hospitalized without issue. The patient was discharged on (B)(6) 2020 in stable condition and resumed utilizing the same liberty select cycler as before the events. A follow-up cell count collected on (B)(6) 2020 revealed a wbc count of < 10 u/l, and the patient is recovering from the events. The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s).